Event description:
It was reported that during an initial surgical procedure, a soft anchor fractured despite the application of the proper surgical technique. An alternate device was used to complete the procedure. The suture lines fractured; all fragments were retrieved from the patient. No consequences or impact to the patient were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial surgical procedure, a soft anchor fractured despite application of the proper surgical technique. An alternate device was used to complete the procedure. No consequences or impact to the patient were reported. Attempts have been made, and no further information has been provided.